Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the right atrial (ra) lead exhibited high capture threshold. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable during and post procedure.